Manufacturer narrative:
(B)(4): the customer reported an unspecified symptom relating to the defibrillator failing after delivering a shock. There was no negative pt impact. Another defibrillator was available for use. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecified symptom relating to the defibrillator failing after delivering a shock. There was no negative pt impact. Another defibrillator was available for use.